Event description:
It was reported that shaft break and stent dislodgement occurred. The severely stenosed target lesion was located in the left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was selected for use. However, during unpacking, the stent was detached from the catheter and the hypotube was fractured when the stent protector was removed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.50x38mm stent delivery system, catheter was returned for analysis. The distal portion of the device including the tip, stent, balloon and shaft polymer extrusion were not returned for analysis. A visual and tactile examination of the hypotube shaft found multiple kinks and a break at the wire exchange port. No other issues were identified during analysis.

Event description:
Was reported that shaft break and stent dislodgement occurred. The severely stenosed target lesion was located in the left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was selected for use. However, during unpacking, the stent was detached from the catheter and the hypotube was fractured when the stent protector was removed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.